Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient said the device is dead and hasn't been functioning for years. The patient reported on (B)(6) 2021 that the "thing" has not worked for three or four years. It just quit and wouldn't recharge. The patient noted that it never worked "work-a-darn" and it never helped. The patient noted that he is paralyzed from the waist down and does not go anywhere. The patient left it in and forgot about it.